Event description:
Dealer states the one hole is drilled out so big that it will not stay locked on the handle. No further information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.